Event description:
The following was reported to hamilton medical ag: the log files are not accessible as the vent does not boot up in the normal and service modes with the faulty esm board. No consequences for a patient. This occurred either during startup of the device.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for ventilation. The root cause of the event was determined to be a defective esm board. In consequence (correction) the esm board has been replaced. There was no patient or user harm reported. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the log files are not accessible as the vent does not boot up in the normal and service modes with the faulty esm board. No consequences for a patient. This occurred either during startup of the device.